Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during a surgical procedure requiring the use of a kilner tongue depressor, the tongue depressor 7803s-2 n2 kilner (7803s-2), the surgeon observed a wound on the tongue that required suturing. The location of the lesion coincides with the point of contact of the device. It was reported that during inspection of the blades, the surgeon noted that they had a particularly sharp edge. No death or surgical delays were reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The tongue depressor 7803s-2 n2 kilner (7803s-2) was returned for evaluation: the device history record (DHR): unable to review the applicable DHR as the batch number was not available. Failure analysis: the tongue depressor 7803s-2 n2 kilner. Upon further inspection, it was discovered that the angles are salient and cutting. The instrument presents differences compared to the model. It says microfrance, but it's a different marking than the one currently used. There's also no small, circled r (®), no batch number, and the product code was not written in the same font as microfrance. The edges of the instrument are protruding, and the chute appears to be welded, while the others are a single piece. Root cause analysis: the reported complaint was confirmed. Impossible to determine with certainty the root cause of this problem: this instrument does not have a lot number, and there was no sales record at the customer or at integra. The client thinks that the instrument can be 20-30 years old. The instrument may come from another manufacturer or have been modified at a different provider.